Event description:
This pt had a left total knee in 2001. They have had pain since that time. They have difficulty walking and performing adl's. They were admitted for a revision of the left total knee. X-rays show loosening of the tibial component. All components were removed and replaced.